Event description:
Discussing surgery with a clinician. They mentioned that they recently started using misonix. Within the last week, 7 patients had suffered 3rd degree burns using the nexus/bonescalpel system. As such, before continued use he had a meeting set-up with misonix. Expressed his displeasure since he has been asking colleagues and it seems to be an issue with the nexus system over others; yeah it is cheaper but it runs a lot hotter than other alternatives, and is burning people. Please leave report anonymous. This occurred in discussion with the surgeon and did not happen to myself personally. But after checking the reporting database, for how common this seems to be, there seems to be a lack of complaints in the database related to it, so it seems like the company is not reporting these heating events as much as they should be. FDA safety report ID# (B)(4).